Event description:
(B)(6) home health nurse reported one of the gamunex 10gm vial plunger malfunctioned, no details provided. Home health nurse also reported pt's pump ends with additional 50ml left over almost every time pt infuses. Pharmacy will replace pump. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 70gm. Gamunex-c indication: chronic inflammatory demyelinating polyneuritis; monoclonal gammopathy. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes.